Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. The patient experienced dizziness and was evaluated in the emergency room. High capture thresholds were noted and oversensing was suspected. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.